Event description:
On (B)(6) 2013, synergeyes received a report wherein a patient who has keratoconus, incurred a corneal abrasion within one day of wearing the lens. As reported, the practitioner treated the abrasion with besivance antibiotic ophthalmologic drops. The abrasion was found to have resolved within 7 days and was considered by the practitioner to be a temporary condition. The physician stated that they looked at the lens under magnification and observed scratches on the soft skirt which the physician felt caused the abrasion. The patient received a new lens and is wearing the lens with no discomfort or irritation noted. Synergeyes inspected the surface of the returned lens and determined that there were superficial scratches noted on the skirt of the lens. However, the scratches are passable by manufacturing standards.

Manufacturer narrative:
During the complaint investigation the following information was obtained: lens surface was inspected using an optical microscope. There were superficial scratches noted on the skirt of the lens. However, the scratches are passable by manufacturing standards. Base curve was measured using a radiuscope. The lens' measured parameter was within the lens' design specifications. Power was measured using a lensometer. The lens' measured parameter was within the lens' design specifications.